Manufacturer narrative:
Device evaluation the pipeline flex with shield was returned for evaluation with the microcatheter. As received, the pipeline flex with shield was found outside of the catheter. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The outer diameter (o.d) of the re-sheathing pad was measured within specifications. The pipeline flex with shield braid was returned detached from the pushwire; the distal and proximal ends of the braid were unable to be identified. The pipeline flex with shield braid was fully open with severe fraying at both ends. The distal hypotube appeared to be stretched with the ptfe shrink tubing still intact. The pushwire was found to be bent near the proximal end. Based on the analysis findings and the event description, the report of pipeline flex with shield failure to open at the distal end could not be confirmed. The event cause could not be determined as the returned pipeline flex with shield was found fully opened. The fraying damage to both ends of the braid is likely the result of the physician re-sheathing the device more than the recommended two times. Per our instructions for use, "the system is designed to allow for 2 full cycles of re-sheathing of the pipeline flex with shield embolization device. Re-sheathing the pipeline flex with shield embolization device more than 2 full cycles may cause damage to the distal or proximal ends of the braid.¿ in addition, possible contributing factors to the reported issue include damaged braid and patient anatomy. In regards to the ¿resistance during retrieval¿ and ¿catheter resistance¿ were confirmed as the returned devices were found to be da maged. It is possible that the ¿damaged braid¿ may have contributed to the resistance during retrieval issue, subsequently causing to pipeline flex with shield braid to stuck inside the proximal end of the phenom catheter. From the damages seen on the catheter body (flattening/accordioning), proximal wire (bending), hypotube (stretching) and pipeline braid (fraying); it appears there was high force used (pushing/pulling). It is likely these damages occurred when the customer attempted to retrieve the pipeline flex with shield through the catheter against resistance. Per our instructions for use (IFU): ¿never advance or withdraw an intralumenal device against resistance until the cause of resistance is determined by fluoroscopy. If the cause cannot be determined, withdraw the catheter. Movement of the micro catheter against resistance may result in damage to the micro catheter, or the vessel.¿ all products are 100% inspected for damage and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The pipeline flex with shield has not been returned for evaluation; product analysis cannot be conducted. The device was not returned; the reported event could not be confirmed. The cause of the event could not be conclusively determined from the reported information. Suspect medical device brand name: pipeline flex with shield technology model number: ped2-500-20 mdrs related to this event: 2029214-2017-01259 and 2029214-2017-01260. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that a pipeline flex with shield did not open during a flow diversion procedure. The patient was undergoing flow diversion treatment of an unruptured, saccular aneurysm in the left internal carotid artery (ica). The aneurysm had a max diameter of 9mm and neck width of 6mm. The landing zone artery measured 7mm distally and 9mm proximally. Vessel tortuosity was described as normal. It was reported the devices were prepared as indicated in the instruction for use. During the procedure, the guide catheter was positioned in the ica without issue, then a microcatheter was placed over the aneurysm neck into the middle cerebral artery (mca). A pipeline flex with shield was advanced through the microcatheter without issue. The device was pushed out of the microcatheter; it was reported that more than 50% of the braid had been deployed when it was observed that the distal end was not opening. The pipeline flex with shield was resheathed three times, which did not resolve the issue. Afterward, the pipeline flex with shield was removed from the patient leaving the microcatheter in place. Upon removal of the pushwire, the braid was not found. The braid was not found in the rotating hemostatic valve (rhv), so the microcatheter was also removed from the patient. The catheter was observed under fluoroscopy and the braid was found to be at the proximal end. The physician cut the catheter at the hub to remove the pipeline. The physician confirmed that the entire braid was in the catheter and did not remain in the patient.